Manufacturer narrative:
The event description stated that the distal tip of the turnpike lp catheter separated and was removed still attached to the wire. The event details described the vessel as a cto with heavy calcification and multiple attempts were made to cross the lesion. A returned product evaluation was completed and confirmed that the separated piece was still attached to the wire. The damage was consistent with advancing/withdrawing the catheter against resistance while rotating. A manufacturing record review was completed and zero nonconformances were found. The most likely root cause for this failure is damage during use.

Event description:
Cto of heavily calcified rca lesion. This was a very difficult lesion and multiple attempts were made to cross with the turnpike lp and spiral. During the procedure it was noticed that the tip of the turnpike lp had separated and was still attached to the wire. The wire and catheter was removed and taken off the field. The md stated that he was not surprised due to the manipulation.